Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a damaged flex circuit, cable damage, cosmetic damage, cord damage, illegible etching, unintended activation/motion, the device could not secure/lock a cutter, and component damage. It was further determined that the device failed pretest for visual assessment, cutter lock assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, and safety assessment. It was noted in the service order that the device was ¿spoiled¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had unintended activation/motion. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. (B)(4).